Event description:
It was reported that the patient developed a bacterial driveline infection on (B)(6) 2021 and major bleeding in the lower gastrointestinal tract on (B)(6) 2021. The patient was hospitalized from (B)(6) 2021 through (B)(6) 2022. The cause of the infection was not known but it was possibly device related. The infection was treated with incisional drainage, antibiotics administration, and cleaning of the incision area. The patient was transfused 4 to 8 units (140 ml) of red cell concentrates per 24 hours. The patient was on warfarin during the event. The cause of the bleeding was noted to be due to complexities of medical management and was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of gastrointestinal bleeding could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 28mar2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate ii lvas patient handbook is also currently available. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.